Event description:
It was reported that a patient underwent l3-l4 plif surgery with 2 cages to treat herniation at l3-l4. The surgery was completed without any troubles. Later, a revision surgery was performed to remove the cages and to graft bone instead due to nonunion and suspected infection.

Manufacturer narrative:
(B)(6). (B)(4). The device was not returned to the manufacturer for evaluation; therefore, the cause of the event cannot be determined.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.